Event description:
A neuron delivery catheter 053 was used in a pt and the wire perforated through the catheter.

Manufacturer narrative:
Technical eval: the device was visually inspected under 10x magnification on the entire shaft and distal section and there was no indication of any wire protruding or perforating from the catheter. The only visual defect noticed on the device is a kink 8 cm from the tip and a flattened markerband which may have occurred prior to opening the pouch. The DHR of this mfg lot has been reviewed and is attached. This MDR is being filed as part of the remediation action taken in response to the 483 issued to penumbra on (B)(4) 2009. Incident # 0098. Part # 1097-02 / a, neuron dc 105 cm x 12 cm, straight. Lot # f12617 (same as l12617). Sub-assembly: pn 0918-02, sa neuron 105 cm x 12 cm (lot # l12465). A review of the device history record (DHR) was completed on part # 1097-02 (lot # l12465) and sub-assembly pn0918-02 (lot # l12465). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. (B)(4). (B)(4). The lot passed hub air aspiration and burst test. In addition, all destructive testing was completed per required process monitoring requirements and results met spec for the tensile strength. All parts that failed visual inspection have been rejected and all parts released met specs. No other anomalies were found with this lot due to the mfg process. The part released in this lot met process requirement.